Event description:
A distributor from france reported that a customer's pump battery was depleting too quickly and no longer holding a charge. There was no adverse impact to the customer's blood glucose level. The complaint was closed after the customer decided not to return the pump.